Event description:
It was reported the pt is unable to communicate or charge his ipg. A new le charger was unable to resolve the issue. The pt received an injection for pain since he is not receiving stimulation.

Manufacturer narrative:
Correction/removal reporting #: 1627487-12192011-003-r. This ipg serial number was included in a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.